Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15556), was submitted on 04-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 15-mar-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013190 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013190 was manufactured according to the work instruction (wi) version 101 and manufactured in the line m14 on 15-mar-2025, with a total of (B)(4) units. The sub-assembly: welding of the lot 5e02207 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 14-may-2025, with a total of (B)(4) units. The sub-assembly: welding of the lot 5d04861 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 13-may-2025, with a total of (B)(4) units the sub-assembly: gluing connector of the lot 5c04470 was manufactured according to the wi version 39 and manufactured in the gluing machine 9, on 10-abr-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5d04885 was manufactured according to the wi version 39 and manufactured in the gluing machine 3, on 13-may-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5e02139 was manufactured according to the wi version 39 and manufactured in the gluing machine 3, on 15-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced supplies as necessary and resume insulin therapy. No further information available.